Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer also reported that the alarm was recurred within a week again. Customer was advised to replace use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with power error alarm due to j6 connector resistance issue.